Event description:
A balloon catheter leaked during inflation. There were no pt complications. No further info was provided and attempts to gain further info were unsuccessful. This device has not been returned for evaluation. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with the overpressurization or use in a calcified lesion. However, evaluating the product, co cannot determine the exact cause for this event. Co's directions for use state: "do not exceed the normal pressure printed on the product label. Never manipulate the catheter with the balloon inflated...the integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."